Event description:
A customer reported that their basal rate settings were incorrectly programmed, which led to an accidental over-delivery of insulin and required them to change the cartridge daily. As a result, the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed soda to resolve low bg. Customer updated their pump settings to address the event.